Manufacturer narrative:
(B)(6).

Event description:
Information was received indicating that a smiths medical cadd solis vip pump had a downstream sensor (dso) error. The issue was discovered during recertification renewal and there was no patient involvement.

Manufacturer narrative:
Evaluation results: one cadd-solis pump was returned for investigation in good condition. No physical damaged was found on the device. An occlusion and infusion test was performed. The customer reported product problem was not replicated. The downstream occlusion sensor was in specification. However an air bubble was found on the downstream seal. The downstream occlusion sensor was replaced as a preventative measure. A root cause was not established.